Manufacturer narrative:
Exact date unknown, event occurred since the motor vehicular accident. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5160484/7073609.

Event description:
It was reported that the patients was experiencing pain, inadequate and stimulation to non-target areas. It was also reported that the leads migrated which was also confirmed in x-ray. The physician could not say for certain if the mva (motor vehicular accident) was the cause of the patients symptoms and believed that they were not device related. The patient underwent a revision procedure wherein a lead was explanted, and the other leads were repositioned. The patient was doing well postoperatively and the explanted lead was not returned.